Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss sf - 04804088. (B)(6) 2026 (B)(6): additional information from (B)(6): june 27 2025. Checked for osseointegration on (B)(6) 2026 and was determined to have failed. Removed implant on (B)(6) 2026 and grafted the site. Will let heal for 4-5 months and attempt another implant.